Event description:
It was reported that the procedure was to treat a mildly tortuous, eccentric, de novo lesion in the mid circumflex (mcx) artery. The lesion was pre-dilated and the xience xpedition was implanted. After implantation during the check angiography a dissection was observed. Another xience xpedition was used to cover the dissection. No clinically significant delay in the procedure or adverse patient sequela was reported. No additional information was reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.